Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was missing on the plunger assembly. Top case was chipped by power button(edge) and right plunger case was cracked. No apparent contamination. No error which related to customer reported problem was found in event history log (ehl). Pump was power up by itself, during the power up and down process. The root cause of the reported issue was found to be main board does not operate as intended. Replaced main board. Performed power up process and all functional tests which passed.

Event description:
It was reported that the device reboots itself. No patient injury was reported.